Event description:
Arjo received bfarm user report with case number (B)(4). (B)(6) was reported that the resident was being transferred with the sara 3000 active floor lift and arjo sling (serial number (B)(6)). During the transfer, the resident became weak, let go of the handles and slipped out of the sling. As a consequence of the event the resident sustained shoulder dislocated and hip fracture.